Manufacturer narrative:
The MFR received info that a c-series device was being used with a heated humidifier and powered by a portable battery using a dc power cord adapter. The device and the dc power cord, which was in use with the device at the time of the event, were returned to the MFR for eval. The device operated to design specifications. The MFR confirmed the fuse had blown in the dc power cord, causing the device to alarm and shut down. The dc power cord, which was returned with the device contained a blow 3amp fuse. A therapy device, when used with a heated humidifier and powered by an external dc power source, requires a 7amp fuse.

Event description:
The MFR received info alleging a bipap avaps c series shut down while in use with an external battery. The pt was taken to the hosp by ambulance.